Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working due to inflation issues. The device was explanted and replaced. No patient complications were reported.